Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Mother reported that the customer has received multiple no delivery alarms on the insulin pump in a short time. Troubleshooting was not performed as the customer was not available at the time of the call. Customer's blood glucose reading at the time of the incident was in the 100 mg/dl range. No further information reported.